Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2019001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the 5f mynx control vascular closure device (vcd) had difficulty going through the unknown sheath; then the balloon and chemical ¿splintered/opened¿. The device could not be used, and it did not go into the patient. Therefore, a new unknown closure device was opened. There was no reported patient injury. The device was opened in sterile field. The device will be returned for evaluation.

Manufacturer narrative:
Updated complaint conclusion after product evaluation: as reported, the 5f mynx control vascular closure device (vcd) had difficulty going through the unknown sheath; then the balloon and chemical ¿splintered/opened¿. The device could not be used, and it did not go into the patient. Therefore, a new unknown closure device was opened. There was no reported patient injury. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 and button #2 were not depressed, the syringe was not connected to the device, the sealant was soaked in blood, and the sealant¿s outer sleeve assembly was observed to have been kinked/damaged as received. The procedural sheath was not returned with the device; therefore, a visual inspection to verify if any damages/anomalies to the sheath that may have contributed to the reported incident could not be conducted. Per functional analysis, leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen being clogged with dried diluted contrast solution. Multiple attempts to clear the catheter lumen and to inflate the balloon with water were exhausted. An insertion test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received. Per microscopic analysis, the sealant¿s outer sleeve assembly was kinked/damaged, and the sealant was exposed to blood as received. Visual inspection at high magnification also found evidence of dried diluted contrast solution on in the inflation tubing and inside the balloon of the returned device. A product history record (phr) review of lot f2019001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿resistance/friction with csi¿ was confirmed during analysis of the returned device. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen was clogged with dried diluted contrast solution. According to the instructions for use, which is not intended as a mitigation of risk, ¿do not use if the components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx control vascular closure device (vcd) had difficulty going through the unknown sheath; then the balloon and chemical ¿splintered/opened¿. The device could not be used, and it did not go into the patient. Therefore, a new unknown closure device was opened. There was no reported patient injury. The device was opened in sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2019001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The ¿mynx control system resistance/friction with csi¿ and ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.